Event description:
It was reported that, "when the surgeon was performing a reduction with the trial head, the head dissociated from stem neck. The surgeon lost the head trial in pt hip. Therefore, the surgeon could not remove it from the pt hip."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.